Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for device upgrade. Upon interrogation, the right atrial lead exhibited oversensing. During the device upgrade procedure, the lead was capped and replaced. The patient was in stable condition during and post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.